Event description:
It was reported by the customer that during routine check cs300 intra-aortic balloon pump (iabp) safety disk test fail and autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion) h11. A getinge field service engineer (fse) evaluated the unit and observed that unit failed safety disk leak test using luer cap from customer stock. However, the unit passed the safety disk leak test when fse used a known-good luer plug. No malfunction of the unit. Fse therefore isolated failure to the luer cap which the customer was using, and not the actual device. Fse performed several successful safety disk leak tests with the known-good luer plug. Fse performed functional check, and safety test. Fse notified customer of the problem with the luer cap and disposed of it.